Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 2 years and 6 months. The replaced portion of the percutaneous lead was received. The investigation is not yet complete. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during the patient's clinic visit on (B)(6) 2016 for an unrelated issue, several pump stoppages and low speed operation while connected to the power module, were found in the patient's system controller event history. A potential compromised percutaneous lead was suspected. X-rays were reviewed and a suspected area above a previous clamshell repair appeared to have shield damage. On (B)(6) 2016, the manufacturer's technical service representative replaced a portion of the percutaneous lead without incident.

Manufacturer narrative:
The report of low speed and pump stoppage events was confirmed through the evaluation of the submitted system controller log files. Multiple low speed/flow hazard alarm and pump stoppage events were captured while the system was operating on the power module. Based on the manufacturer's complaint history and similar reported events, the low speed and pump stoppage events captured in the log file appear consistent with a potentially compromised wire in the percutaneous lead (lead). Examination of the submitted x-ray images of the internal and external portions of the lead revealed an area of potential shield breakdown near the terminus of the previous clamshell repair on the distal end portion of the lead. However, a specific cause for the events captured in the log file could not be conclusively determined through the evaluation of the returned 13.5 inch, distal end/external portion of the lead. Electrical continuity testing was performed on the returned portion of the lead and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The metal shielding and bionate layers of the lead were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The lead was submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. This testing did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The patient remains ongoing on lvad support with no further reported issues. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.